Event description:
On 16th january 2026, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the optic was observed to be cracked immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that the optic was observed to be cracked immediately following implantation into the eye. The lens was explanted and exchanged during the original surgery session without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The additional information received identified that there was resistance as the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The resistance encountered during injection could indicate that the lens had become blocked (per the IFU) and continued injection has resulted in the lens being delivered into the eye in a damaged condition. Our review of production records for the rayone emv toric rao210t batch: 035265790 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type have been received against the rayone emv toric rao210t batch: 035265790.